Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath seat. Notice of the incident was tendered by legal entity. We have are awaiting access to the product for evaluation. The end-user was sitting on the device while bathing when it reportedly broke. She landed on her amputation. A fracture was diagnosed in the nub requiring surgical intervention.